Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was in the 300 mg/dl range for the past week. The patient did not believe his insulin pump was delivering enough insulin. Troubleshooting was initiated for the delivery anomaly. The patient's blood glucose at the time of incident was 400 mg/dl, which he treated via insulin pump bolus. The patient's blood glucose at the time of call was 170 mg/dl. During troubleshooting the insulin pump was able to prime without incident. The basal rates were programmed accurately as well. The displacement test also passed. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history noted. No basal anomaly or bolus delivery anomaly noted. The low reservoir alarm functioned properly. No low reservoir alarm anomaly noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.